Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the heart vessels using ruby coil lps and a non-penumbra microcatheter. During the procedure, four ruby coils and eight ruby coil lps were implanted into the target location. While the technician attempted to advance the thirteenth ruby coil lp, the coil would not advance past its initial position within its introducer sheath. Next, the physician disconnected the ruby coil lp introducer sheath from the microcatheter and made another unsuccessful attempt to advance the coil on the back table. While the penumbra sales representative was assisting the physician to advance the ruby coil lp, the pusher wire broke. Therefore, the ruby coil lp was removed. The procedure was completed using a two additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery (lima) using ruby coil lps and a non-penumbra microcatheter. During the procedure, four ruby coils and eight ruby coil lps were implanted into the target location. While the technician attempted to advance the thirteenth ruby coil lp, the coil would not advance past its initial position within its introducer sheath. Next, the physician disconnected the ruby coil lp introducer sheath from the microcatheter and made another unsuccessful attempt to advance the coil on the back table. While the penumbra sales representative was assisting the physician to advance the ruby coil lp, the pusher wire broke. Therefore, the ruby coil lp was removed. The procedure was completed using a two additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked and fractured approximately 137.5 and 138.5 cm respectively from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly inside the introducer sheath. Conclusions: evaluation of the returned ruby coil lp confirmed a fractured pusher assembly. Further evaluation revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation also revealed that the embolization coil was detached from the pusher assembly. This damage was a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.